Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose level was 24 mg/dl and the current blood glucose value was 112 mg/dl. Customer stated the other blood glucose value was 289 mg/dl. The customer was treated with food. The insulin pump will not be returned for analysis.